Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A customer's parent reported via phone call indicating that their insulin pump delivered 25 units of inulin that was not programed in the insulin pump. The caller stated that the issue had occurred twice. The customer was not present at the time of the call to troubleshoot the issue. The patient's blood glucose level was unknown at the time of the call. The caller will call back at a later time to troubleshoot. The customer did not return the product back for analysis.